Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be implanted because the tip was bent. Lead was not used and was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.